Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor failed per specification due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer experienced low blood glucose of 36 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer stated that they have been receiving calibration error alarms on their insulin pump. The customer states that they calibrate their insulin pump twice a day. The customer was informed that they would need to calibrate the pump 3 to 4 times a day. A new sensor was shipped to the customer while the old sensor was shipped back for analysis. No further information was provided.